Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The device was received in an obviously contaminated state, and only a visual inspection was possible. The device was received cut in multiple sections, and the slider was cut from the coil and tube sheath. The coil sheath and tube sheath displayed evidence of thermal damage on several of the cut sections. On the distal end of the device, what appeared to be a small tube the same size as the strangulation tube on the loop was found stuck inside the coil sheath. It appears that the strangulation tube on the loop somehow became lodged inside the coil sheath, which may have prevented the detachment of the loop from the device. The device was forwarded to the original equipment manufacturer for sterilization and further investigation. The hospital has been contacted multiple times for additional information regarding this report, but has yet to provide further information regarding the circumstances of the reported event. The cause of the user's experience cannot be conclusively determined. If additional relevant information becomes available, a supplemental report will be provided.

Event description:
A medwatch report was received from the hospital via fax stating, "colon polypectomy -endo loop applied to polyp. Unable to deploy secondary malfunctioning device. Loop cut outside scope above biopsy port. Physician advanced loop through scope while pulling scope out. Loop held outside of patient. Physician placed snare over loop deployment wire and through scope at this point, device deployed to detach wire which was removed from patient." The facility has been contacted for more information regarding the event, and according to the risk manager there was no patient injury reported and no further information has been provided.